Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at unk atms. The quantum maverick monorail was being used for post dilation. The physician experienced difficulty crossing the lumen of the stent. After crossing the lumen of the stent, the balloon was inflated, however, the balloon was ruptured. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The device has not been returned for analysis as of this date.